Manufacturer narrative:
The manufacturer has completed the investigation of a millennium oxygen concentrator was involved in a house fire. There was no report of patient harm or injury. The fire scene was not evaluated by the manufacturer. The device was returned to the manufacturer for evaluation. The device has evidence of thermal damage to the enclosure of the device. The melting of the enclosure is similar to concentrators that have been burned by an advancing fire. The plastic is 94v0 rated and will not continue to burn without an external source providing ignition. The nasal cannula had evidence of thermal damage approximately 7 feet 9 inches from the device, indicative of a fire progressing towards the concentrator. Based on the available information, the manufacturer concludes the nasal cannula caught on fire, set the room contents on fire and the fire consumed the left side of the concentrator. Product labeling states, "do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Event description:
The MFR received info alleging a millennium oxygen concentrator was involved in a house fire. There was no report of pt harm or injury. The device has yet to be returned to the MFR for eval. A follow up report will be submitted when the MFR has completed the investigation.